Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of over 500mg/dl with dizziness, and unsteadiness when walking/standing associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the pump continuously prompted calibration with a finger stick reading. The patient bolused to bring down their blood glucose and it was not effective. It was also revealed that the bolus totals did not match. The basal delivery totals in the total daily dose matched the active basal program, and the basal history matched the active basal program settings. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.